Event description:
On (B)(6) 2009, the pt reported that the infusion device does not properly display a1 (cartridge low) alert. Upon follow up on (B)(6) 2009, the pt's brother reported that the pt died on (B)(6) 2009. She was found in bed by her neighbor and emergency services were called. The doctor confirmed that the pt died of natural causes (myocardial infarction). The doctor confirmed that the infusion device was "ok" and the basal rate was shown on the display. At the time of the report by the brother the location of the infusion device was unk. No further info is available. The pump is requested to be returned for evaluation if located.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.